Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.

Manufacturer narrative:
According to event description item was placed at distal not contributing to the event - thus, concomitant item.

Event description:
The patient had suffered in a pelvis and a comminuted femoral shaft fracture. In the initial surgery on (B)(6) the patient was treated with an s2 femoral nail, 2 screws distal, 1 screw proximal. No issues were noticed at the end of the initial surgery. In rehabilitation, an issue with the fixation was noticed. The x-ray showed that the proximal locking screw was placed outside of the nail. Thus, when load was applied, the nail was pushed out of the bone moving proximal. The surgeon decided to revise with a new nail on (B)(6). After the revision surgery, it was noticed that the bladder of the patient was punctured. At which point this occurred and why is unknown to me. The surgeon claims that the damage of the bladder was related to the revision surgery.